Event description:
The biopsy forcep was used for taking 3 specimens, and on the 4th specimen it "sprung" and would no longer close. All the parts were accounted for and they were able to remove the specimen.